Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The g2 field was corrected based on information available at the time of the initial submission. The following information was provided by the customer: "we have found no damage or infections to patients or operators. During the period of use of the instrument the high disinfection with olympus minietd2 endoscope washer never showed any problems, always reaching all parameters. Before sending the instrument, the normal reprocessing was carried out, attaching the self-declaration of the personnel in charge and also the receipt of the washer-endoscope with the achievement of the parameters." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 18 years since the subject device was manufactured. Based on the results of the investigation, due to leakage, reprocessing could not be conducted properly therefore the foreign material could not be removed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. - evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had a weak beam of light. The device was returned and the device evaluation found the following reportable malfunction: several parts at insertion section had foreign objects, and nozzle had foreign objects. This medical device report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of weak beam of light was not confirmed. In addition to foreign objects finding which was likely a result of insufficient/incorrect reprocessing, the additional evaluation findings are as follows: water tightness was lost due to deformation of switch box, crack on scope body, and wear of suction cover (s-cover) packing, grip had discoloration, air/water cylinder (aw-cylinder) had no color, suction cylinder (s-cylinder ) had no color, aw-cylinder had corrosion, s-cylinder had corrosion, right/left knob had discoloration, up/down knob had discoloration, light guide cover glass was dirty, suction connector had foreign objects, electrical connector had corrosion due to water leakage, due to damage on channel tube, water tightness was lost, insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover, illumination was uneven due to burn on light guide lens, illumination was poor due to breakage of light guide bundle, bending tube was deformed, adhesive on bending rubber section peeled off, connecting tube had a buckling, and universal cord had a wrinkle. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.